Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI), lot number, and catalog number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received by smiths medical/ICU on 28-dec-2022 and 30-dec-2022 via email: patient details updated.

Manufacturer narrative:
Other, other text: a2, a3, b5: additional information h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the submitted MDR report it was discovered that this file was generated as a duplicate by error. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.